Manufacturer narrative:
Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4) and two different lots of test strips, lots 36887211 and 36888211. This medwatch will apply to test strip lot number 36888211. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 36887211. At 12:00 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter and test strip lot 36887211, resulting with a value of > 8.0 inr. At 12:05 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter and test strip lot 36887211, resulting with a value of > 8.0 inr. At 12:30 p.m. On (B)(6) 2019, a venous sample collected from the patient was tested in the laboratory using neoplastine reagent on a stago instrument, resulting with a value of 4.6 inr. The patient's coumadin medication was stopped after these measurements. On (B)(6) 2019, a sample from the patient was tested using the meter and test strip lot number 36888211, resulting with a value of 7.4 inr. On (B)(6) 2019, a sample from the patient was tested using the meter and test strip lot number 36888211, resulting with a value of 7.3 inr. On (B)(6) 2019, a venous sample collected from the patient was tested in the laboratory using neoplastine reagent on a stago instrument, resulting with a value of 4.2 inr. All measurements performed on (B)(6) 2019 were performed within 15 minutes of each other. The patient did not receive treatment based on the meter measurements. No adverse events were alleged to have occurred with the patient. The patient is currently stable and well. The patient received heparin therapy until 4 days prior to (B)(6) 2019. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The reporter's product was requested for investigation and replacement product was sent to the reporter.